Manufacturer narrative:
Date sent: 09/24/2008. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported prior to an unk procedure, that the tip of the shaft was already bent at the setting. Another device was used to complete the case. The device was discarded.